Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The most probable root cause of this complaint can be attributed to anticipated procedural complication.

Event description:
Same case as MFR # 2134265-2009-00941, 2134265-2009-00940, 2134265-2009-01050. It was reported that post a coronary drug eluting stenting treatment procedure, the patient expired. The physician was trying to perform a kissing stent deployment procedure with a 3.00x20mm and 3.50x20mm taxus liberte drug eluting stent (des) in the proximal circumflex (cx) to the distal left main coronary artery. The two taxus liberte devices became entangled while attempting to deploy them and the physician pulled the devices out along with the wiseguide guide catheter and a dissection was noticed. It is believed that the guide catheter may have "dislodged" the position of the stents during deployment. It was noted that the physician felt resistance while removing the devices. A 2.50x28mm taxus liberte des was implanted in the mid left anterior descending artery (lad), and a 3.50x20mm taxus liberte des was implanted in the cx. The procedure was ended and it was noted that the patient expired nine days later. The patient's cause of death is unknown; however, the physician's opinion states that the death is not device related. Additional information was requested but was not received.